Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolve. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded battery tube and corroded motor home switch. The insulin pump was received with light moisture damage to electronic assemblies. The insulin pump was received with broken battery tube threads, keypad overlay texture damage, minor scratches on case and minor scratches on lcd window.